Event description:
It was reported that this right ventricular (rv) lead, implanted in 2012, exhibited pacing inhibition due to over-sensing of noise while in unipolar sensing following a lead safety switch (lss). The episodes were labeled as non-sustained ventricular tachycardia (nsvt) in the logbook, and five seconds of asystole was documented in the episode. No patient symptoms were reported. Lead troubleshooting recommendations were provided by technical services. The patient will be closely monitored via the latitude remote patient monitoring system pending a rv lead replacement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).